Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Hardware low level failure alarm confirmed in pump history with variable (003) due broken trace at pin 1 and pin 6 on u1 keypad assembly. Pump did not have any unexpected insulin pump error alarms noted.

Event description:
It was reported that the device has had multiple insulin pump errors. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.